Manufacturer narrative:
Section b3: corrected event date. Section d4: corrected UDI. Manufacturer¿s investigation conclusion: the reported event of no external power and low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The controller event log file contained data spanning 24 days ((B)(6) 2024 ¿ (B)(6) 2024 per the timestamp). The log file captured no external power and low voltage hazard alarms due to temporary losses of ac power while connected to the mpu on (B)(6) 2024 from 13:26:28 to 13:26:59, (B)(6) 2024 from 14:35:19 to 14:35:21, (B)(6) 2024 from 17:21:23 to 17:21:56, and (B)(6) 2024 from 7:01:32 to 7:02:05. The alarms were resolved each time when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The pump maintained a speed within the expected range throughout the log file. The mpu will not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault, power cable disconnect, no external power, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that review of the submitted log file revealed multiple no external power and low voltage hazard alarms from 13:26:28 on (B)(6) 2024 (the first event in the log file) to 7:02:05 on (B)(6) 2024 due to temporary losses of ac power while connected to the mobile power unit (mpu). The mpu had a v-lock connector on the ac power cord. It was unknown if the ac power cord came loose at the wall outlet or from the back of the unit. It was also unknown if there was any environmental circumstances that would have affected ac power at the time of the event. The mpu was not removed from service.